Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet insulin pump separated into two pieces and became nonfunctional, and later a replacement device experienced a cracked screen; a replacement unit was provided and the damaged device was subsequently delivered to the manufacturer. Symptoms included no reported adverse physiological effects and no impact to blood glucose as the user continued backup therapy. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included review of device history records, complaint history, service records, and visual/mechanical inspection upon receipt. Investigation of this case revealed device mechanical damage consistent with enclosure separation and a fractured display assembly. It was concluded that the event was attributable to physical damage to the device components, with no evidence of a manufacturing or design defect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.